Event description:
It was reported that a caregiver replaced the ilet insulin cartridge, observed a low remaining volume display, and later determined the cartridge had been inserted without performing a rewind, which likely caused a leak and rapid depletion; insulin delivery was resumed after rewinding and inserting a new cartridge. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed a user handling error during cartridge insertion that led to leakage and low available insulin, consistent with a cartridge component handling issue. No adverse clinical symptoms, no change in blood glucose and no injury reported during the event. Outcomes included successful restoration of insulin delivery without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup leading to improper cartridge seating and leakage.